Event description:
Customer reported that the pump was putting out 10 cc or meds. Doctor explanted that the pump was not delivering right amount of medication. As a result, pump was explanted.

Manufacturer narrative:
Codman has requested, the device for evaluation. Upon completion of the investigation, a follow up report will be filed.